Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster rx covered stent delivery system was being used to treat a dissection. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulty to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Manufacturer narrative:
(B)(4). The stent remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a percutaneous coronary intervention to treat the 100% occluded right coronary artery (rca) which resulted in a myocardial infarction. Two 2.75x38 xience sierra stents were implanted, but there was difficulty crossing with the first xience. The difficulty to cross was due to anatomy and lesion type. After a buddy wire was used with the stent delivery system (sds), the sds successfully crossed and the stent was implanted. Two non-abbott 3.0 diameter nc balloon dilatation catheters were inserted individually to post dilate the stent, but neither were able to cross the vessel. After this, a dissection was noted in the proximal rca. The 2.8x19 graftmaster sds was inserted, but had difficulty crossing until a buddy wire was used. Due to the location of the dissection, it was difficult to safely engage the ostium of the rca with the guide catheter so the buddy wire provided extra support to the guide while not totally engaged and also a smooth surface for the stent to move along so it could be placed properly. The graftmaster crossed the vessel and was implanted. The dissection was successfully treated. CT scan confirmed there was no pericardial effusion. No additional information was provided.